Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
(B)(6) clinical study. It was reported that in-stent stenosis occurred. The subject underwent treatment with a study device on (B)(6) 2019 as part of the eminent clinical trial. The target lesion was located in the left proximal superficial femoral artery (sfa) with 80% stenosis. The lesion was 90 mm long with a proximal and distal reference vessel diameter of 4 mm and was classified as a tasc ii b lesion. The target lesion was treated with direct placement of the 6 mm x 100 mm stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject presented for the 12-month follow-up visit. Duplex ultrasound was performed which revealed about 70 % in stent stenosis at the left superficial femoral artery. No action was taken to treat the event. The event was considered as not recovered/not resolved.

Manufacturer narrative:
Device is combination product. A1: patient identifier -(B)(6). E1: initial reporter address (B)(6).

Event description:
Eminent clinical study. It was reported that in-stent stenosis occurred. The subject underwent treatment with a study device on (B)(6)2019 as part of the eminent clinical trial. The target lesion was located in the left proximal superficial femoral artery (sfa) with 80% stenosis. The lesion was 90 mm long with a proximal and distal reference vessel diameter of 4 mm and was classified as a tasc ii b lesion. The target lesion was treated with direct placement of the 6 mm x 100 mm stent. Following post dilation, residual stenosis was 0%. On (B)(6)2019 , the subject was discharged with antiplatelet therapy. On (B)(6)2020, the subject presented for the 12-month follow-up visit. Duplex ultrasound was performed which revealed about 70% in stent stenosis at the left superficial femoral artery. No action was taken to treat the event. The event was considered as not recovered/not resolved. It was further reported that target vessel revascularization was planned on a later date. On (B)(6)2020, the subject was hospitalized for the planned intervention. The 0(B)(4) in stent restenosis in mid to distal left sfa was treated with pta with 5/80 mm drug coated balloon, resulting in 10% final stenosis. On (B)(6)2020 , the event was considered resolved.

Manufacturer narrative:
Device is combination product. A1: patient identifier - (B)(6); e1: initial reporter address (B)(6).

Event description:
Eminent clinical study: it was reported that in-stent stenosis occurred. The subject underwent treatment with a study device on february 15, 2019 as part of the eminent clinical trial. The target lesion was located in the left proximal superficial femoral artery (sfa) with 80% stenosis. The lesion was 90 mm long with a proximal and distal reference vessel diameter of 4 mm and was classified as a tasc ii b lesion. The target lesion was treated with direct placement of the 6 mm x 100 mm stent. Following post dilation, residual stenosis was 0%. On february 18, 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject presented for the 12-month follow-up visit. Duplex ultrasound was performed which revealed about 70 % in stent stenosis at the left superficial femoral artery. No action was taken to treat the event. The event was considered as not recovered/not resolved. It was further reported that target vessel revascularization was planned on a later date. On (B)(6) 2020, the subject was hospitalized for the planned intervention. The 70% in stent restenosis in mid to distal left sfa was treated with pta with 5/80 mm drug coated balloon, resulting in 10% final stenosis. On 09 march 2020, the event was considered resolved. It was further reported that the target lesion was treated with predilation which was followed by the placement of a 6 mm x 100 mm study stent. On (B)(6) 2020, duplex ultrasound was performed which revealed occlusion was observed in right sfa (non-target limb). Elective target vessel revascularization was planned on a later date. On (B)(6) 2020, the subject was hospitalized for the planned intervention. The subject reported to have bilateral pain in lower legs on walking few steps. On (B)(6) 2020, the angiography showed the stent to be 70-80% stenosed which was placed in proximal left sfa. Treatment was initiated with pta using a 4 mm x 80 mm balloon, further extension was performed using a 4 mm x 80 mm balloon and post extension was performed using a 5mm x 80mm drug coated passeo lux balloon. Procedure was successfully completed, and good results were noted with 10% residual stenosis. The subject was recommended to visit the angiology outpatient department on (B)(6) 2020. On (B)(6) 2020, the event was considered to be recovered/resolved. On (B)(6) 2020, the subject was discharged to home in good general condition.

Event description:
Eminent clinical study: it was reported that in-stent stenosis occurred. The subject underwent treatment with a study device on february 15, 2019 as part of the eminent clinical trial. The target lesion was located in the left proximal superficial femoral artery (sfa) with 80% stenosis. The lesion was 90 mm long with a proximal and distal reference vessel diameter of 4 mm and was classified as a tasc ii b lesion. The target lesion was treated with direct placement of the 6 mm x 100 mm stent. Following post dilation, residual stenosis was 0%. On february 18, 2019, the subject was discharged with antiplatelet therapy. On february 14, 2020, the subject presented for the 12-month follow-up visit. Duplex ultrasound was performed which revealed about 70 % in stent stenosis at the left superficial femoral artery. No action was taken to treat the event. The event was considered as not recovered/not resolved. It was further reported that target vessel revascularization was planned on a later date. On 06 march 2020, the subject was hospitalized for the planned intervention. The 70% in stent restenosis in mid to distal left sfa was treated with pta with 5/80 mm drug coated balloon, resulting in 10% final stenosis. On 09 march 2020, the event was considered resolved. It was further reported that the target lesion was treated with predilation which was followed by the placement of a 6 mm x 100 mm study stent. On february 14, 2020, duplex ultrasound was performed which revealed occlusion was observed in right sfa (non-target limb). Elective target vessel revascularization was planned on a later date. On march 6, 2020, the subject was hospitalized for the planned intervention. The subject reported to have bilateral pain in lower legs on walking few steps. On 09 march 2020, the angiography showed the stent to be 70-80% stenosed which was placed in proximal left sfa. Treatment was initiated with pta using a 4 mm x 80 mm balloon, further extension was performed using a 4 mm x 80 mm balloon and post extension was performed using a 5mm x 80mm drug coated passeo lux balloon. Procedure was successfully completed, and good results were noted with 10% residual stenosis. The subject was recommended to visit the angiology outpatient department on july 02, 2020. On 09 march 2020, the event was considered to be recovered/resolved. On march 10, 2020, the subject was discharged to home in good general condition. It was further reported that on the target lesion and stent implant location was in the mid to distal left sfa.

Manufacturer narrative:
Device is combination product. A1: patient identifier (B)(6). E1: initial reporter address 1- (B)(6).

Manufacturer narrative:
A1: patient identifier - (B)(6). E1: initial reporter address 1- (B)(6).

Event description:
Eminent clinical study it was reported that in-stent stenosis occurred. The subject underwent treatment with a study device on (B)(6) 2019 as part of the eminent clinical trial. The target lesion was located in the left proximal superficial femoral artery (sfa) with 80% stenosis. The lesion was 90 mm long with a proximal and distal reference vessel diameter of 4 mm and was classified as a tasc ii b lesion. The target lesion was treated with direct placement of the 6 mm x 100 mm stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject presented for the 12-month follow-up visit. Duplex ultrasound was performed which revealed about 70 % in stent stenosis at the left superficial femoral artery. No action was taken to treat the event. The event was considered as not recovered/not resolved. It was further reported that target vessel revascularization was planned on a later date. On (B)(6) 2020, the subject was hospitalized for the planned intervention. The 70% in stent restenosis in mid to distal left sfa was treated with pta with 5/80 mm drug coated balloon, resulting in 10% final stenosis. On (B)(6) 2020, the event was considered resolved. It was further reported that the target lesion was treated with predilation which was followed by the placement of a 6 mm x 100 mm study stent. On (B)(6) 2020, duplex ultrasound was performed which revealed occlusion was observed in right sfa (non-target limb). Elective target vessel revascularization was planned on a later date. On (B)(6) 2020, the subject was hospitalized for the planned intervention. The subject reported to have bilateral pain in lower legs on walking few steps. On (B)(6) 2020, the angiography showed the stent to be 70-80% stenosed which was placed in proximal left sfa. Treatment was initiated with pta using a 4 mm x 80 mm balloon, further extension was performed using a 4 mm x 80 mm balloon and post extension was performed using a 5mm x 80mm drug coated passeo lux balloon. Procedure was successfully completed, and good results were noted with 10% residual stenosis. The subject was recommended to visit the angiology outpatient department on (B)(6) 2020. On (B)(6) 2020, the event was considered to be recovered/resolved. On (B)(6) 2020, the subject was discharged to home in good general condition. It was further reported that on the target lesion and stent implant location was in the mid to distal left sfa. It was further reported that on (B)(6) 2019, the subject was discharged on aspirin and clopidogrel. Duplex ultrasound was performed which revealed about 70% in stent stenosis at the left superficial femoral artery. On (B)(6) 2020, the angiography showed stent to be 70-80% stenosed which was placed in left proximal, mid and distal sfa (target lesion) and the reference vessel diameter was 5.0 mm with lesion length of 74 mm. Post procedural angiography revealed good results with 30% residual stenosis. Additional core lab angiography confirmed revascularization done at the target lesion (left mid and distal sfa) with patent outflow of the vessel without any thrombus and aneurysm. On (B)(6) 2020, the subject was discharged in good general condition on aspirin and clopidogrel. The subject was recommended to visit angiology outpatient department on (B)(6) 2020.